Event description:
Funeral director reported deceased patient will be cremated - cause of death unknown. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.